Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her ins was dead because she was moving and didn¿t have time to charge it. The patient reported that the ins would be replaced. Additional information was received from a healthcare provider (hcp). The hcp reported that the patient¿s system had been ¿inactive¿ for 10 months, the patient just forgot about it. The patient needed an MRI of her knee and was not related to the device or therapy. No further complications were reported.